Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery and common femoral artery. After a non-bsc guidewire crossed the lesion, a 7.0 x 150, 75cm mustang balloon catheter was advanced for pre-dilatation. However, the balloon ruptured within the specified pressure. The procedure was completed with a non-bsc device. No patient complications were reported.